Event description:
A pt underwent a single level balloon kyphoplasty. The balloon on the inflatable bone tamp was left inflated during cement injection on the contralateral side. Medical personnel were initially unaware the balloon was inflated. Upon deflating the balloon, blood was noted in the contrast material - a sign that the balloon had ruptured. The physician had difficulty removing the balloon and used force to remove it. This resulted in the balloon breaking with one of the radiopaque markers from the balloon being left behind. An attempt to retrieve the radiopaque marker was made with no success. It was reported that the case was completed successfully without any pt complications.

Manufacturer narrative:
Device not returned. Follow up with company rep.